Event description:
It was reported that intermittent occlusion alarm occurred. Reportedly, the customer was using cold insulin and wearing the cartridge pointing upwards. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge and that the cartridge should be facing downward when in use per user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The mobi cartridge needs to be facing down when in use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.